Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that gamma nail broke after implantation.

Manufacturer narrative:
The evaluation revealed the long gamma3 nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. The as broken reported nail was later reported as not broken; the customer reported that the complaint was initiated accidentally. Most likely the nail was explanted in a planned revision surgery. The IFU includes that gamma3 nails are temporary implants and should be removed after fracture healing. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that gamma nail broke after implantation new information: sales rep reported that the nail was not broken. The event was reported accidently.